Manufacturer narrative:
Device history record: DHR shows no abnormalities related to the reported issue. The returned 00mlx light source was in used condition with a loosened sphere lens due to rough handling or environmental damage. Loosened lens would lead to improper heat shielding and overheating issues. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the box of xenon lightsource (00mlx) started smoking while getting ready for an unspecified case. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.